Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. Investigation summary:the product has not returned to j&j medtech orthopaedics, however photos were provided for review. ¿ the photographs attached were reviewed, the lupine br ds w/orthcrd was found detached form the inserter, however the device condition could not be clearly observed. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that the depth penetration of the bone was not maintained; therefore, the anchor did not fully insert, and it was pulled out along with the device. As per instructions for use (IFU); do not use excessive tension or overload the suture. Doing so can lead to bone breakage and subsequent device pullout, or suture breakage. Incomplete insertion or poor bone quality may result in anchor pullout. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the two lupine loop rapid anchor w/orthocord ds anchor devices pull out after insertion during tensioning. It was reported that two like devices were used to continue. Also, an ideal suture shuttle 45 degrees right device broke after the first pull. Another device was used to complete the procedure. There were no adverse patient consequences reported. There was a slight delay reported due to opening the spare products. No additional information was provided. This is report 2 of 3 for the same event in (B)(4).